Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The repair is not yet completed; complaint will be reopened to document the repair if the device is later repaired.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not crossing over, and the patient was showing as pre admit instead of admitted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.